Event description:
The lead involved in this MDR report was implanted in (B)(6) 2008. During a follow-up visit on (B)(6) 2009, apparent electrical problems were detected by the physician, and an x-ray of the implanted ICD system was taken. During the next follow-up on (B)(6) 2009, intermittent low impedance (<200ohms) and absence of capture during a threshold test was indicated. During the intervention on (B)(6) 2009, a psa analyzer confirmed the pacing/sensing problems, but the physician was unable to explant the lead. At a second intervention on the following day, the physician was only successful in explanting the proximal section of the lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending. Conclusion: no conclusion can be drawn about the cause of the abnormal electrical properties as reported by the physician. Blood infiltration was identified surrounding the conductor coils of the lead, which could have caused the described electrical problems, but it is not known how this blood was able to enter the lead. Review of the pt files of the associated ovatio, revealed a lead/ICD connection or lead issue. The x-rays provided by the physician did not reveal any abnormality. Also, the identified superficial cut to the protective polyurethane sheath could not have caused the reported issue.